Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "winner of the 2003 james a. Rand young investigator¿s award". Literature article "early failure of cementless mobile-bearing total knee arthroplasty" (2004) by robert l. Barrack et al. Published by the journal of arthroplasty doi:10.1016/j.arth.2004.06.007 was reviewed. The article purpose: to determine the reliability of cementless tibial component fixation. The article reports: two groups of patients were compared in this group, both receiving the same implant, but one group was cementless and the other group used cement. Cement manufacturer was not mentioned however. All patients received the lcs implant. The authors found that the cementless group had more mild pain, tibial revisions, and a lower knee score post operation. They conclude that these results do not support their hypothesis that the mobile-bearing design imparts the advantage of reliable tibial bone ingrowth. Complications were: 22 patients had more than mild pain, 6 patients required tibial revision (all from the cementless group). Depuy products involved: lcs. Complications: pain (22), medical device implant removal (6), surgical intervention (6), inadequate osseointegration (6), implant migration (6).